Manufacturer narrative:
This report is being filed on an international product, architect (B)(6) list 8l44, that has a similar product distributed in the us, list number 6l22. Patient identifier: complete entry = (B)(6). Patient information: no further patient information was provided. The complaint investigation for a false non-reactive result for one sample tested with the architect (B)(6) assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of retained kits of the complaint lot number. Review of trending data for the architect (B)(6) assay identified no trends for associated with the issue. Device history record review associated with the reagent lot did not identify any non-conformances or deviations associated with the issue. A retained kit of reagent lot 13187be00 was tested in a sensitivity setup. The kit showed normal performance without any false non-reactive results. The retained kit was further evaluated in a clinical sensitivity setup using two commercially available seroconversion panels. The complaint lot detected the same bleeds as reactive compared to the architect (B)(6) test results provided by the panel manufacturer. Therefore, the performance of the reagent lot is not adversely affected. Based on our investigation, no systemic issue or deficiency with the architect (B)(6) reagent lot 13187be00 was identified.

Event description:
The customer obtained a false negative architect (B)(6) ii result. On (B)(6) 2020 the sample generated a non-reactive result of 0.28 s/co and when retested on another analyzer generated a reactive result of 9.39 s/co which matched the patient's previous results. The sample was retested on the original analyzer and generated a reactive result of 8 s/co. No impact to patient management was reported.